Event description:
It was reported that a patient with a 27mm mitral valve underwent for a valve-in-valve procedure after an implant duration of 9 years, 4 months due to stenosis. A 29mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and f10 per new information received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 27mm mitral valve underwent for a valve-in-valve procedure after an implant duration of 9 years, 4 months due to stenosis and severe dysfunction. A 29mm transcatheter valve was implanted. Patient was discharged home on pod #8.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and b7 per new information received.

Manufacturer narrative:
It was reported that the patient had a transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 4 months due to unknown reasons. A 29mm transcatheter valve was implanted.